Event description:
It was reported that oversensing of noise was observed on the right atrial (ra) lead and right ventricular (rv) lead. Damage on both leads was suspected but diagnostic imaging was not performed. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2022-02659.

Event description:
It was reported that oversensing of noise leading to oversensing was observed on the right atrial (ra) lead and right ventricular (rv) lead. Damage on both leads was suspected but diagnostic imaging was not performed. The patient was stable and will continue to be monitored. There were no adverse consequences.